Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator that a touchscreen failure. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The onsite engineer calibrated the touch screen, and restored factory settings; the device was then restarted the device returned to normal use. This concludes the investigation, if additional information becomes available the investigation will be reopened and a follow up submission completed.